Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be duplicated. No fault was found with the returned pump. The downstream occlusion sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical cadd legacy 6400 pump was double beeping no cassette. No patient involvement.